Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional h-6 component code: g04092. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional h6 component code: g07002 conforming device. Additional h-3 summary: visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code y489 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the needle detached from the suture, the barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut. The functional test could not be performed. The clip off defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Representative sample: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code y489 was received for evaluation. Visual inspection of the opened sample and the swage and attachment area was noted to be as expected. The suture was received dispensed and no defects or damage were observed. A functional test was performed using an instron and the pull force and tensile strength were above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-03736 and 2210968-2021-03735.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please confirm the quantity of devices that presented suture breakage during this single procedure being reported? Please specify how many sutures broke "with the first stitch the surgeon had made"? Please specify how many sutures broke "when they were taken out of the packaging"? Procedure name? The sutures were broken with the first stitch the surgeon had made or even when they were taken out of the packaging a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke or when they were taken out of the packaging. No adverse patient consequences were reported. Additional information was requested.